Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead (driveline) was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that for two weeks the lvad produced alarms when connected to the mobile power unit (mpu). The patient would become dizzy and lightheaded, including passing out once. The lvad was kept on battery support. The event was reproduced in hospital setting when the lvad was connected to the power module. The alarms would stop with the patient sitting in a certain position, but would restart when the patient moved. The patient was admitted. Review of the submitted log file by the manufacturer¿s technical services confirmed pump stoppages. Percutaneous lead (driveline) x-rays were unremarkable. On (B)(6) 2018 technical services performed a percutaneous lead (driveline) replacement due to low speed and pump stop events on patient cable. The lvad was placed back on a regular patient cable without alarms.

Manufacturer narrative:
Device evaluation: the patient remains ongoing on lvad support. The approximately 18.5-inch segment of the replaced percutaneous lead (driveline) was returned for investigation. Although the report of multiple pump stoppage events was confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log files captured multiple pump stop events on 09may2018 to 11may2018, 15may2018, and 21may2018 to 22may2018. The events showed that all reported pump stoppages occurred while when connected to a grounded power source. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. During the evaluation of the replaced driveline, breakdown of the braided shield was noted along several areas of the driveline. The pins of the metal connector appeared free from deformation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed no evidence of mechanical damage or wear to the wire insulation. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient was placed on a normal grounded patient cable following the replacement. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.